Manufacturer narrative:
Upon reception, the reported issue was confirmed. The same message appeared at the beginning of the interrogation of an alizea device. Analysis of the logs confirms the issue. The configuration of the brady wireless module was corrupted on (B)(6) 2025. The session proceeded normally; however, during the shutdown phase, the physician powered off the tablet by removing the external battery while the brady wireless module was still active. This abrupt shutdown corrupted the configuration file, making future sessions with the brady wireless module impossible. When attempting to launch a new session, the error message appeared due to this file corruption. The reported issue resulted from the removal of the external battery during an active session. To prevent recurrence, ensure the brady wireless module has fully completed its session and quit process before powering off. A smartview reinstallation will resolve the problem. The programmer will undergo the standard repair process, during which the smartview version will be updated before being returned to the field. This case is recorded for trending purposes.

Event description:
Reportedly, a problem reoccur when interrogating pacemakers.

Event description:
Reportedly, a problem reoccur when interrogating pacemakers.

Manufacturer narrative:
Upon reception, the reported issue was confirmed. The same message appeared at the beginning of the interrogation of an alizea device. Analysis of the logs confirms the issue. The configuration of the brady wireless module was corrupted on november 20, 2025. The session proceeded normally; however, during the shutdown phase, the physician powered off the tablet by removing the external battery while the brady wireless module was still active. This abrupt shutdown corrupted the configuration file, making future sessions with the brady wireless module impossible. When attempting to launch a new session, the error message appeared due to this file corruption. The reported issue resulted from the removal of the external battery during an active session. To prevent recurrence, ensure the brady wireless module has fully completed its session and quit process before powering off. A smartview reinstallation will resolve the problem. The programmer will undergo the standard repair process, during which the smartview version will be updated before being returned to the field. This case is recorded for trending purposes.

Event description:
Reportedly, a problem reoccur when interrogating pacemakers.